Manufacturer narrative:
No product was returned for investigation. The cause of the hemhorage, pain, and fever was not determined due to insufficient clinical details. The root cause of the sepsis was unable to be determined due to insufficient clinical details. The cause of the bleeding was not determined due to insufficient clinical details. The data logs show very noisy placement signal and show continuous 'impella position unknown' alarms including on the occurrence date. Clinical confirmed that the issue resolved after pump was repositioned. The cause of the optical signal issue was due to improper positioning as evidenced by issue resolution after pump pulled back the device passed all post sterile inspection checks.

Manufacturer narrative:
The customer's device was not returned for evaluation. The cause of the reported hemorrhage, sepsis, and bleeding was not determined due to insufficient clinical details. The device's data logs confirme the optical signal issue. The cause of the optical signal issue was due to improper positioning as evidenced by issue resolution after pump pulled back.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced oozing and hematoma at the access site. A pressure dressing was applied and systemic heparin was withheld. Some pain was noted at insertion site. A nitro drip was discontinued. Later, the ao placement signal waveform appeared incorrect with elevated left ventricle waveform. The pump was pulled back to resolve the issue. Impella support continues.